Event description:
This case was related to case: (B)(4) (same patient). This unsolicited case from (B)(6) was received on 09- jun-2017 from pharmacist. This case concerns a (B)(6) male patient who started treatment with synvisc injection and on the same day had slight fever, swelling and knee pain. No relevant concurrent condition and concomitant medications were reported. On (B)(6) 2014, the patient underwent an endoscopic surgery for meniscus injury. From (B)(6) 2014, patient received first course with synvisc. On (B)(6) 2017, the patient started second course with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/lot number and expiration date: not provided) for meniscus injury. On the night of the day, knee pain developed. On the same day, slight fever and swelling were also noted. Subsequently, the patient was followed up on an outpatient basis at the reporting hospital- with administration of cefazolin (cefamezin) intravenous injection at a dose of 1 g from (B)(6) 2017. On the same day, patient received loxoprofen sodium (loxonin tape) at a dose of 100 mg. On (B)(6) 2017, patient received diclofenac potassium (voltaren) sr (slow release) at a dose of 1 capsule as needed and teprenone capsule, at a dose of 50 mg as needed. On (B)(6) 2017, patient stopped treatment with cefazolin (cefamezin). On (B)(6) 2017, as the event of swelling did not improve, the patient was admitted to the hospital and received treatment mainly for pain relief. Patient received oxaprozin (alvo) at a dose of 200 mg, 1 tablet twice daily, from (B)(6) 2017 to ongoing. On (B)(6) 2017, patient received treatment with ketoprofen (mohrus) and ended treatment with loxoprofen sodium (loxonin tape). It was reported that steroid treatment was not provided. As of the report, the patient was on an improving trend. Outcomes of the events were reported as recovered on an unknown date for slight fever and not recovered as of an unspecified date for swelling. It was reported that the synvisc was discontinued because of the events with the last dose administered on (B)(6) 2017. The reporting pharmacist met the patient's attending physician on (B)(6) 2017 and learned that the patient was discharged from the hospital (unknown date). Action taken: drug withdrawn nos corrective treatment: cefazolin (cefamezin) for all events; oxprazosin (alvo) loxoprofen sodium (loxonin tape), diclofenac potassium (voltaren) sr and ketoprofen (mohrus) tape, oxaprozin (alvo) for knee swelling and pain. Outcome: recovered for slight fever; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for all events; hospitalization for swelling diagnosis: slight fever. Reporting pharmacist's seriousness assessment: non-serious. Reporting pharmacist's causality assessment: possible. Diagnosis: swelling. Reporting pharmacist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting pharmacist's causality assessment: possible. Follow-up information from the attending orthopedist was expected. Additional information was received on 14-jun-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 29-jun-2017 from the pharmacist. Hospital discharge date was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-jun-2017 and 29-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 13-june-2017: this case concerns a male patient who received synvisc injection and later developed slight fever, knee swelling and knee pain for which patient received intravenous treatment of antibiotics. Patient underwent hospitalization for pain relief. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6) was received on 09- jun-2017 from pharmacist. This case concerns a (B)(6) male patient who started treatment with synvisc injection and on the same day had slight fever, swelling and knee pain no relevant concurrent condition and concomitant medications were reported. On (B)(6) 2014, the patient underwent an endoscopic surgery for meniscus injury. From (B)(6) 2014, patient received first course with synvisc. On (B)(6) 2017, the patient started second course with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/lot number and expiration date: not provided) for meniscus injury. On the night of the day, knee pain developed. On the same day, slight fever and swelling were also noted. Subsequently, the patient was followed up on an outpatient basis at the reporting hospital- with administration of cefazolin (cefamezin) intravenous injection at a dose of 1 g from (B)(6) 2017. On the same day, patient received loxoprofen sodium (loxonin tape) at a dose of 100 mg. On (B)(6) 2017, patient received diclofenac potassium (voltaren) sr (slow release) at a dose of 1 capsule as needed and teprenone capsule, at a dose of 50 mg as needed. On (B)(6) 2017, patient stopped treatment with cefazolin (cefamezin). On (B)(6) 2017, as the event of swelling did not improve, the patient was admitted to the hospital and received treatment mainly for pain relief. Patient received oxaprozin (alvo) at a dose of 200 mg, 1 tablet twice daily, from (B)(6) 2017 to ongoing. On (B)(6) 2017, patient received treatment with ketoprofen (mohrus) and ended treatment with loxoprofen sodium (loxonin tape). It was reported that steroid treatment was not provided. As of the report, the patient was on an improving trend. Outcomes of the events were reported as recovered on an unknown date for slight fever and not recovered as of an unspecified date for swelling. It was reported that the synvisc was discontinued because of the events with the last dose administered on (B)(6) 2017. Action taken: drug withdrawn nos. Corrective treatment: cefazolin (cefamezin) for all events; oxprazosin (alvo) loxoprofen sodium (loxonin tape), diclofenac potassium (voltaren) sr and ketoprofen (mohrus) tape, oxaprozin (alvo) for knee swelling and pain. Outcome: recovered for slight fever; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all events; hospitalization for swelling. Diagnosis: slight fever. Reporting pharmacist's seriousness assessment: non-serious. Reporting pharmacist's causality assessment: possible. Diagnosis: swelling. Reporting pharmacist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting pharmacist's causality assessment: possible. Follow-up information from the attending orthopedist was expected. Pharmacovigilance comment: sanofi company comment dated 13-june-2017: this case concerns a male patient who received synvisc injection and later developed slight fever, knee swelling and knee pain for which patient received intravenous treatment of antibiotics. Patient underwent hospitalization for pain relief. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This case was related to case: (B)(4) (same patient) this unsolicited case from (B)(6) was received on 09- jun-2017 from pharmacist this case concerns a (B)(6) male patient who started treatment with synvisc injection and on the same day had slight fever, swelling and knee pain no relevant concurrent condition and concomitant medications were reported. On (B)(6) 2014, the patient underwent an endoscopic surgery for meniscus injury. From (B)(6) 2014, patient received first course with synvisc. On (B)(6) 2017, the patient started second course with intra-articular synvisc injection at a dose of 2 ml (frequency, batch/lot number and expiration date: not provided) for meniscus injury. On the night of the day, knee pain developed. On the same day, slight fever and swelling were also noted. Subsequently, the patient was followed up on an outpatient basis at the reporting hospital- with administration of cefazolin (cefamezin) intravenous injection at a dose of 1 g from (B)(6) 2017. On the same day, patient received loxoprofen sodium (loxonin tape) at a dose of 100 mg. On (B)(6) 2017, patient received diclofenac potassium (voltaren) sr (slow release) at a dose of 1 capsule as needed and teprenone capsule, at a dose of 50 mg as needed. On (B)(6) 2017, patient stopped treatment with cefazolin (cefamezin). On (B)(6) 2017, as the event of swelling did not improve, the patient was admitted to the hospital and received treatment mainly for pain relief. Patient received oxaprozin (alvo) at a dose of 200 mg, 1 tablet twice daily, from (B)(6) 2017 to ongoing. On (B)(6) 2017, patient received treatment with ketoprofen (mohrus) and ended treatment with loxoprofen sodium (loxonin tape). It was reported that steroid treatment was not provided. As of the report, the patient was on an improving trend. Outcomes of the events were reported as recovered on an unknown date for slight fever and not recovered as of an unspecified date for swelling. It was reported that the synvisc was discontinued because of the events with the last dose administered on (B)(6) 2017. Action taken: drug withdrawn nos. Corrective treatment: cefazolin (cefamezin) for all events; oxprazosin (alvo) loxoprofen sodium (loxonin tape), diclofenac potassium (voltaren) sr and ketoprofen (mohrus) tape, oxaprozin (alvo) for knee swelling and pain outcome: recovered for slight fever; unknown for rest events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for all events; hospitalization for swelling diagnosis: slight fever. Reporting pharmacist's seriousness assessment: non-serious. Reporting pharmacist's causality assessment: possible. Diagnosis: swelling. Reporting pharmacist's seriousness assessment: serious (hospitalization or prolongation of hospitalization). Reporting pharmacist's causality assessment: possible. Follow-up information from the attending orthopedist was expected. Additional information was received on 14-jun-2017. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 13-june-2017: this case concerns a male patient who received synvisc injection and later developed slight fever, knee swelling and knee pain for which patient received intravenous treatment of antibiotics. Patient underwent hospitalization for pain relief. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.